Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The cause of the event was most likely due to patient factors and progression of underlying valvular disease pathology. It was reported there was no premature failure of the edwards surgical valve. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Patient underwent valve-in-valve procedure due to severe aortic stenosis after an implant duration of 12 years, 11 months. It was reported the surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be performed as the serial number is unknown. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation could not be confirmed based on the information provided. The cause of this event remains indeterminable; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to severe aortic stenosis/bvf. A 23mm transcatheter valve was implanted inside the 21mm valve.